Manufacturer narrative:
Concomitant product: product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that there were connection problems between the patient programmer (pp) and implantable neurostimulator (ins). The patient turned the ins off with the pp before a diagnostic ultrasound. Afterwards when the patient tried to start the ins with the pp there was no connection. There were beeps from the pp but the display was turned on, neither did the ins. Diagnostic/troubleshooting was performed. The patient went to the spinal cord stimulation (scs) center, where they interrogated the clinician programmer. Information in the clinician programmer showed that the ins had been on reset. It seemed that the problem was within the pp. They tried with the patient's pp without any success. The pp was replaced and then everything worked fine. The issue was resolved at the time of this report. No surgical intervention occurred nor was planned. The patient was alive with no injury. If additional information is received, a follow up report will be sent.